Event description:
It was reported that pump displayed malfunction alarm after customer traveled on commercial flight and underwent pat-down screening. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if alarm happened again.